Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device locked out on tissue and they could not open the device. They used another device to clip down the sides of the cystic duct and then cut the device off of the tissue. They completed the procedure with the second like device. There was no patient consequence reported. No additional information was available.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator indexed two times during the 13th firing sequence thus, it over traveled. This finding is not related with the incident reported. No incident related to the reported event was observed during the batch record review.